Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak coming from the effluent sample bag. This occurred during patient use. The nurse stated it started leaking from the port used for injections. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received, however the reported condition is already known to be due to a manufacturing issue, therefore an evaluation was not completed. A batch review was conducted and there were deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.